Event description:
It was reported that customer experienced a cgm error while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided to perform pump reset and was advised to call back if issue persisted.